Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. A delay in procedure of unknown length occurred.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Date returned to manufacturer - unknown. Complaint sample was evaluated and the reported event was confirmed. Upon examination of the product, no device deficiency was noted. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to user error. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.